Event description:
The clinician reports that the day the implant was placed in fdi 34 of the patient's mouth, failure occurred upon insertion. Primary stability not achieved and immediate extraction site. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.